Event description:
It was reported that the customer's sensor had an insertion needle that was hard to remove. The customer's blood glucose was 133 mg/dl. Troubleshooting was done. The customer was unable to tell whether the cannula or needle was still attached. The customer was concerned if the cannula was stuck inside his body still. The customer was able to find that the sensor cannula was stuck inside the sensor. At a later time, the customer stated that he could not find the cannula after taking apart one of his sensors. Advised that a replacement sensor would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the sensor cannula bent inside the sensor. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.